Event description:
It was reported by service report that the bed had phantom motion/unintended motion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Unit evaluated by hospital engineer. Siderail cable. Mfrs investigation is still ongoing; if add'l info is rec'd, a f/u report will be submitted.